Manufacturer narrative:
(B)(4). D10. Unknown bearing item# unknown lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dual mobility bearing disassociated from the head, and the patient underwent a revision. Diligence is completed and no further information on the reported event has been provided.